Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported image issue (no image) and found the image was completely black due to flooding observed inside the device. Service also found the cable was kinked and scratched, and water ingress was observed on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the legal manufacturer's investigation, it is likely that water entered the device from scratches and damage on the cable, causing communication failure, resulting in no image. However, a definitive root cause could not be determined. The event can be detected/prevented by following the device's instructions for use which states: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ in addition, during inspection and testing, service found the scope mount was bent, and the control switch was scratched and discolored. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no image from the camera head (subject device). There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was available.